Event description:
It was reported that balloon rupture occurred. A 2.0 mm x 150 mm x 150 cm coyote balloon catheter was advanced for dilatation. However, on the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.